Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead exhibited unsatisfactory electrical parameters and helix mechanism issue resulting in failure to extend the helix. The rv lead was removed and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
New information received notes the unsatisfactory electrical parameter alleged by the physician was identified to be due to non-capture.

Manufacturer narrative:
The reported events were failure to capture and helix mechanism issue. As received, a complete lead was returned in one piece. Visual examination and x-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix clogged with blood/tissue. The reported event of failure to capture was not confirmed. Visual and x-ray examination of the lead found no anomalies with the exception of procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.